Event description:
During an ablation procedure a perforation occurred. A pericardiocentesis was performed and the patient is reportedly stable.

Manufacturer narrative:
The cool path catheter was returned and visually and functionally examined. Results of the testing are as follows: the mechanical and electrical functional tests were conducted and the catheter met specifications. All cool path catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. In addition, the catheter design has been validated to meet the buckling load requirement (simulation of force require to perforate tissue) of less than 200g. Buckling load testing was conducted on the returned catheter with an average buckling load of 26.9g, which met the buckling load requirement of less than 200g. This is a rare event, however, as stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel."